Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: they noted they've seen many of these which they would want to discuss. The rep stated that patients are seen at 2 weeks and dressing is removed at that time. Pa only works with this surgeon closes by himself if there are no issues. They are covering the prineo with 4x4s and then wraps area with an ace bandage. The patient goes home from the hospital with just the prineo. Post op recovery plan is average. For application, the pa cleans off the prep and uses saline and dries it well before putting on the prineo. Has used alcohol prior to application in the past. They spread the adhesive with a gloved finger, then remove drapes. Wipes off any extra around the edges. Doesn¿t use excess. It is smooth. The surgeon will ask the patient if they have allergies to adhesives. He is aware of the hypersensitivity risks. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? None taken please describe how was the adhesive was applied. After 3 layer closure by the pa: (B)(6) (with the skin layer closed with stratafix monocryl), the wound site was washed with a wet lap sponge so as to remove skin prep. Then a dry lap was used to wipe the area just cleaned and the prineo mesh was applied. The liquid activator was then dripped on to the mesh and spread around by the pas index finger taking care to provide an even application of the liquid monomer. Then, a lap sponge was used to wipe off any excess liquid that could have leaked off of the mesh on to the skin. Was a dressing placed over the incision? If so, what type of cover dressing used? Drapes were removed from the patient and then approximately 60 seconds after applying the liquid to the mesh, multiple dry 4x4¿s were placed over the prineo and an ace wrap was wrapped around the wound area. What prep was used prior to, during or after adhesive use? Skin prep containing 2% chg was a dressing placed over the incision? If so, what type of cover dressing used? See above is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No reported allergies to those chemicals is the patient hypersensitive to pressure sensitive adhesives? None reported product lot of products used? Unknown current patient status healing as expected name of surgeon? Dr. (B)(6) I with physician assistant (B)(6) being the person to apply prineo. The pa has used prineo thousands of times over the last 5+ years. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2024 and topical skin adhesive was used. Adhesive with mesh applied after closing in their usual fashion. Upon post op check-up in providers clinic, a reaction was discovered by the mid-level practitioner. Adhesive with mesh was removed from patient at that time and a medrol dose pack prescribed to deal with contact dermatitis believe to have been induced by the adhesive. Rash resolved over the course of next couple of weeks. No further surgical intervention was required. Device availability unknown. Additional information has been requested.